Event description:
The technician alleged that the head hi/low would drift down very slowly. No patient impact.

Manufacturer narrative:
The technician found that the head hi/low cylinder loses pressure when the bed sits idle for an extended period of time. The manual trendelenburg valve was leaking. The technician replaced the manual trendelenburg valve to resolve the issue.